Manufacturer narrative:
The device event log/alarm history was reviewed from 16aug2023 to 12july2023, proximal air alarm occurred 24x and distal air occurred 1x. Full performance verification testing (pvt) was completed on device and no problem was found. Testing identified that the device detected both distal and proximal air-in-line. Probable cause unknown. No other problems were found during investigation. The customer complaint could not be confirmed based on pvt outcome.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The reported complaint involved a plum 360¿ infuser compatible with ICU medical mednet¿ software. The reporter stated that the air alarm in the pump was not functioning. Air on the distal end of the circuit was discovered by the patient and staff. The pump was then removed from operation. The customer stated that there was no damage to the device and it was not dropped. There was no report of human harm.